Event description:
Healthcare professional reported left side "rupture intra and extracapsular and siliconomas in ICD". Ultrasound has been performed. Device remains implanted.

Manufacturer narrative:
Facility name: hospital (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture intra and extracapsular with siliconomas in ICD".

Event description:
Healthcare professional reported left side "rupture intra and extracapsular and siliconomas in ICD". Ultrasound has been performed. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Clarification to b3: "2020-2021".

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., h.6.

Event description:
Left side device is intact.